Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 124 mg/dl. Customer was advised that we are replacing the pump since this is a continued issue for the patient. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The pump was received with a blank display due to a cold solder joint on the mother board. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the blank display. The pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube window.